Manufacturer narrative:
H3. Product analysis determined that the visual inspection did not reveal any damage but confirmed some dried blood particles/bio matter in the catheter. Functional inspection confirmed the catheter was patent, and met the requirements for leak testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a catheter. It was reported that a new ventricular catheter was opened for a case, and the holes in the tip were not patent. Attempts to flush the catheter were unsuccessful. The impact of the incident indicated that it extended anesthetic time and expose to additional items directly into their brain. It was clarified that the issue was discovered during a patency test prior to insertion.